Event description:
It was reported to boston scientific that during a procedure the tru path biopsy needle misfired when the heath professional attempted to take off the sample. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number was not provided by the end user; therefore, the device manufacture date and expiration date cannot be determined.